Manufacturer narrative:
The reported event of impedance problem and device sensing problem were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further analysis, including sensing test and impedance test, were performed and no anomaly was found. Assessment of longevity estimate was performed, and the device was in normal range of operation with normal battery depletion.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon device interrogation, it was noted that the pacemaker exhibited an unspecified sensing issue and an impedance problem. The pacemaker was explanted and replaced, and it functioned normally post-explant. There were no patient consequences.